Event description:
It was reported that one day post-implant, nst (non-sustained tachycardia) episodes were recorded. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data that collected from the device and have analyzed the data. One - patient alert for lead failure predictor (lfp) on (B)(4) 2011 13:57:12. Four - lfp high rate-ns <= 205 ms average v-cycle on (B)(4) 2011 in the timeframe between 12:47:17 and 14:27:42. Ventricular short interval count v-sic=2.6 counts avg/day, in (B)(4), between (B)(4) 2011 12:15:22 and (B)(4) 2011 11:39:37.